Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction: d4: catalogue #. H4: the lot was manufactured from september 21, 2020 - september 22, 2020. H10: the device evaluation was completed. A visual inspection performed using the naked eye found fluid inside the bag that contained the samples. The cause of fluid inside the bag was found to be the untightened white luer (non-baxter) caps. The cap threads were visibly exposed which suggests the caps were not properly closed. Functional testing was performed by filling the devices with green colored water. After fill and prime, the white caps were hand tightened manually by rotating the cap until the cap could no longer be rotated. The devices were monitored until the next day; no signs of leak were observed. The reported condition was not verified during functional testing. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors leaked. The event was further described as a non-baxter "cap unscrews itself" by the "pressure". This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.